Event description:
It was reported that the patient expressed dissatisfaction with the expected longevity of the implantable pulse generator (ipg). The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead, (B)(6) 2000; 4194 implantable pacing lead, (B)(6) 2008. (B)(4).